Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: result code - 3252 fracture problem is based off the actual sample, 213 - no device problem found is based off the retention samples. The actual device has been returned for evaluation. Based on the results of our simulation and investigation, the simulated sample has similar appearance with the actual sample wherein both catheter tube that remained on hub were slightly pressed and a small portion of the tube was also stretched. In addition, a clean cut was noted on the distal portion of the simulated sample and the actual sample. From the previous simulation, if the catheter tube has a problem it will manifest thru presence of leakage during usage. Since the actual complaint sample was used by the patient without any reported problem until the time it was removed, the device was used in good condition prior the catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile force against our specification of > 7.845 n. Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester. The catheter tube elongates, and an evident dent was observed however, no breakage or holes was noted on the catheter tube that could result to the complaint.

Manufacturer narrative:
UDI: not applicable. Implanted date: device was not implanted explanted date: device was not explanted reporter occupation: distributor. (B)(4). The actual device and two reference photos have been returned for evaluation. The actual sample evaluation is still on-going. The reference photo showed a container with the actual sample. The second photo showed the patient and the involved 20g {pink colored cap) IV catheter with lot number 191130sd. It was also noted that the catheter tube was bent/curved. However, the actual condition that could possibly contribute to the complaint cannot be confirmed through the photo. Verification of retention samples showed no related defects on catheter tube that would lead to catheter tube breakage. Moreover, three pieces passed the catheter tube and catheter hub fitting force test. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no nonconformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported that the patient was an old lady who was admitted on (B)(6) for removal of bone nail. The anesthetist put the IV catheter on her neck in the operation room on (B)(6). She was going to be discharged on (B)(6); however, the catheter broke in the patient's neck when the nurse removed it. The patient was sent to the operation room and had another operation to remove the catheter immediately. After operation, the patient was discharged on (B)(6). Surgery was conducted to remove the broken catheter tube (3cm suture wound). There were no other devices or equipment used with the reported product. Additional information was received on 05august2020: the broken catheter tube was removed from the patient at the same hospital. The patient returned to the hospital on (B)(6), and the wound was normal. Additional information was received on 07august2020: 50mm of the main catheter was broken off and the remaining catheter tube in the hub measures 1 mm.